Manufacturer narrative:
H10: this report was submitted in error. It has been determined to be a duplicate case of MFR report #: 3030677-2024-00287, philips ref. # (B)(4), which was initially submitted on 09-feb-2024 and includes the results of the investigation for this case. No other reports will be submitted under this report number.

Event description:
It has been reported that the device is failing self-test.